Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted global technical service (gts) reporting an alarm during initial drain on the homechoice (hc) and the home patient (hp) stated he had already started over with a new cassette due to the alarm in the initial drain, but he had not replaced the bags which is a use error-reuse of single use product. The tsr explained that both the cassette and bags should be replaced when starting over. The tsr assisted with ending therapy early. The hp stated that he had been constipated, so the tsr advised him to notify his peritoneal dialysis registered nurse (pdrn). There was patient involvement but no patient injury or medical intervention was reported.